Event description:
It was reported that during a thyroidectomy, the tissue pad was shedding something blue. The surgeon noticed blue specks in the surgical field. Another device was used to complete the procedure. There was no adverse consequence to the patient reported

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.